Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the reported single leaflet device attachment (slda) leading to incomplete coaptation appears to be related to patient morphology/pathology. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the implanted clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet, which required an additional mitraclip procedure. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015 to treat functional mitral regurgitation (mr) with a grade of 3. One clip (51001u134) was implanted and the mr was reduced to >1. During a routine echocardiogram on (B)(6) 2015, it was found that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 3. On (B)(6) 2015, an additional clip was implanted lateral to the detached clip for stabilization and reduction of the mr to trace. The physician stated that the leaflet morphology was most likely the reason for the slda. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.